Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Battery life remaining: <2 months per visual inspection: broken off piece at the cartridge holder and missing dosing window. Customer reports: the cartridge holder is damaged. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received with broken off piece at the cartridge holder. The cartridge holder did not lock in place. The customer complaint of physical damage at cartridge holder was confirmed.

Event description:
Information received by medtronic indicated that the insulin pen was broken. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue the use of device.